Event description:
--

Manufacturer narrative:
The device and lead were successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 20 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in inappropriate anti-tachycardia pacing (atp) and multiple shocks. The noise was able to be reproduced with manipulation of the device header. The local field representative contacted boston scientific technical services (ts) and inquired about advisory status of the device. Ts discussed that this device is included in the (B)(6) 2009 subpectoral implant 2009 advisory population. The local field representative indicated that the device was not implanted subpectoral. An invasive procedure was performed. The pocket was opened and a fracture was observed in the lead. Noise was produced when the lead was manipulated near the fracture and also near the device header. A header issue was unable to be ruled out. No additional adverse patient effects were reported.